Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited intermittent over-sensing and low pacing impedance. The patient was brought into the clinic and the rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of intermittent over-sensing and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the insulations were damaged. Electrical testing found an internal short between conductor paths due to damaged inner insulation at the suture tie region. The cause of the reported events was due to the damaged inner insulation caused by overtightening the suture consistent with procedural damage. Further information was requested but was not received.